Event description:
Customer complaint - limited data available . Customer complained of device sparked when I turned it on in the control panel.

Event description:
Customer complaint - limited data available. Customer complained that the device's control panel sparked when turned on.